Event description:
It was reported that the patient presented with drainage from the implant incision site post implant. The incision site was sutured. Drainage was noted from the site again. The physician elected to monitor the incision. The patient was stable.